Event description:
It was reported that the patient collapsed and the left ventricular assist device (lvad) stopped working. Log files were submitted for review and contained the onset of backup battery (ebb) faults at around 6:45 pm on (B)(6) 2025. The log indicated that the driveline was disconnected from the system controller at around 6:59 pm on (B)(6) 2025 causing various alarms. Power source changes as well as multiple silence alarm button presses were seen before the controller was shutdown at 9:22 pm on (B)(6) 2025. The patient had recently switched from their mobile power unit (mpu) to batteries. They had walked out onto the porch because they were going to dinner. At that point, the patient's lvad started alarming, and the patient lost consciousness. The patient was brought inside, and the patient's power source was changed to the mpu. The clinic was called at approximately 8:05 pm. It was relayed that the pump was off, not alarming and that the patient was unconscious and not breathing. The clinic verified that the lvad was hooked up to a power source. They were advised to call 911 and the lvad coordinator would walk them through a controller exchange. The vad coordinator then lost contact with them, despite multiple attempts to call back. The vad coordinator was able to call 911 dispatch and verify that an ambulance was on the way to their house. The vad coordinator was then advised that cardiopulmonary resuscitation (CPR) was in progress. The patient received approximately 40 minutes of CPR. When emergency medical services (ems) reached the house, it was advised that the controller exchange had been performed about 12 minutes after contact was lost, while another friend performed CPR. This was verified when the backup controller was interrogated. Once they performed the controller exchange, they continued another 25 minutes of CPR until ems arrived due to the patients lack responsiveness. A summary of the log files was provided. At 17:54:19 the power source changed from mpu power to battery power. Data indicated battery charge status of ¿1 bar¿. At 18:04:19 low_power_advisory alarm flag raised. At 18:15:55 the power source was changed to another pair of batteries. Data now indicated battery charge status of ¿4 bars¿. At 18:54:09 backup_battery_fault alarm flag raised that was associated with (f36) ebb_load_test_fail power fault flag. At 18:55:04 the black power cable disconnected from battery power source. At 18:55:11 the black power cable reconnected to battery power source. Charge status appeared to be equal to prior, ¿4 bars¿. At 18:56:27 the white power cable disconnected from battery power source. At 18:56:50 the white power cable reconnected to battery power source. The charge status appears to be equal to prior, ¿4 bars¿. At 18:59:41 a driveline_disconnect alam flag is recorded. The lvad would have been off from this time. At 19:01:39 the white power cable disconnected from battery power source. At 19:01:43 the white power cable reconnected to mpu power source. At 19:02:15 the white power cable disconnected from mpu source. At 19:02:18 the white power cable reconnected to mpu power source. At 19:02:28 the black power cable disconnected from battery power source. At 19:02:39 the black power cable reconnected to mpu power source. At 19:02:46 the black power cable disconnected from mpu power source. At 19:03:07 the white power cable disconnected from mpu source, and a no_external_power alarm flag was raised. From 19:05:22 - 21:22:29 (7) silence_alarm_button_pressed events occurred. At 21:22:45 shutdown_sequence_started and was aborted 1 second later. At 21:22:47 shutdown_sequence_started and the controller successfully shutdown. The recorded data indicated that motor function was not affected by the backup battery fault alarm. Motor speed was maintained at 5400 rpms until the driveline disconnect event occurred at 18:59:41.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
User facility report: mw5177511 received on 21oct2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient passed away due to anoxic brain injury and driveline disconnected on (B)(6) 2025. The outcome was considered device or therapy related and the device would not return. User facility medwatch received that stated the patient was unable to clear the backup battery fault alarm despite several attempts to fix the alarm by changing the normal power connections. The patient disconnected the driveline with stopped power and communication to the pump and the patient collapsed. After arrival at the hospital a head computed tomography (CT) was performed with showed a small parenchymal hemorrhage in the anterior right thalamus. The patient was transferred to the cardiovascular intensive care unit (cvicu) and monitored closely. The patient had evidence of seizure like activity when sedation was lightened. An electroencephalography (eeg) showed burst-suppression and nonconvulsive status epilepticus. The patient was started on valproic acid however the patient's neurological status failed to improve. After discussion with the family, confort care was pursued and the patient passed away peacefully.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event due to a driveline disconnect; provided information indicated that the driveline was disconnected by the patient in an attempt to troubleshoot alarms. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The submitted controller event log file contained events from (B)(6) 2025. The pump appeared to be operating as intended until the driveline was disconnected on (B)(6) 2025, resulting in a pump stop. Of note, backup battery fault alarms activated just prior to the driveline disconnect and are further addressed under the controller investigation. Both power cables were then disconnected resulting in no external power alarms, and the controller was shut down appearing consistent with the reported controller exchange. No other notable events or alarms were captured, and the pump appeared to function as intended at the stored patient speed while the driveline was connected. The patient ultimately expired due to anoxic brain injury secondary to the pump stop caused by the patient disconnecting their driveline. The patient's outcome was considered device/therapy related. No autopsy was performed, and the pump was not explanted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction", lists potential adverse events, including stroke, other neurological events (not stroke-related), bleeding, and death, that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists neurological dysfunction as a potential late post-implant complication. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.